Manufacturer narrative:
The subject device is not available for evaluation. The clinical observation was unable to be confirmed. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. A manufacturing non-conformance was not identified. A definitive root cause cannot be determined. There was no indication or allegation of a device malfunction contributing to the event. The instructions for use (IFU) has been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The IFU provides the following information: "clinical data which establishes the safety and efficacy of the valve for use in patients under the age of 20 is not available; therefore, we recommend careful consideration of its use in younger patients. Note: based on reports in the literature on tissue valves, there appears to be an increased incidence of leaflet calcification in patients under the age of 20. In this regard, animal research studies show that a high systemic calcium level can lead to early calcification. Furthermore, at least one published report describes a potential relationship between the consumption of daily calcium supplements and early leaflet calcification in an adult. When feasible, repeated intravenous injections containing calcium should be avoided during the postoperative period; and excessive milk or dairy product consumption should be avoided in children. There are no clinical data presently available demonstrating increased resistance of carpentier-edwards perimount magna pericardial bioprostheses to calcification as compared to other commercially available bioprostheses." Edwards will continue to review and monitor all events through the use of edwards quality systems. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No further corrective or preventative actions are required at this time.

Event description:
It was reported via patient registry that a patient with a 23mm bioprosthetic aortic valve implanted 5 years and 9 months ago, underwent redo aortic valve replacement due to unknown reasons. No further details provided. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint".